Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/06/2015 with the following findings: the black box did not verify the pump time, date reset to default after power on reset, but the issue was duplicated during investigation. Pump was open to investigate and the internal battery component was leaking. Unrelated to the complaint, the display is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on 08/06/2015.